Event description:
New information received notes that no procedure was being performed at the moment due to the patient's age and the risk associated with having a procedure if not absolutely necessary. The patient's battery trends were just being monitored. No procedure was currently anticipated. The patient was stable.

Event description:
It was reported that a drop in the battery longevity estimate from 8.8 years on (B)(6) 2021 to 2.6 years on (B)(6) 2021 was observed. Premature battery depletion was suspected. The device was being monitored. There were no reported patient symptoms or consequences.